Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hypoglycemia. Customer's blood glucose level was 38 mg/dl at time of incident and treated with food and juice. Customer states they had 2 sensors that upon insertion the site bled, they inserted another one it also had blood at site. Customer states the site was not actively bleeding. Customer would like to continue troubleshooting site issue. Customer states sensor was not tugged or pulled on after insertion. Customer reports bleeding persists. Customer reports that they did not receive medical treatment as a result of the site issue. The device will not be returned for analysis.